Event description:
It was reported to philips that the system was unable to produce x-rays, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure was delayed and completed by transferring patient to different room. A philips field service engineer (fse) went onsite analysed the system logs, indicated errors related to tube. Upon further investigation, fse found tube issues. The philips engineer replaced and returned the tube to philips for further analysis. The analysis confirmed the malfunction of tube and identified the tube failed with a vacuum leak. After replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.